Event description:
A female patient, c.w., born on (B)(6) 1992, weighing 103 pounds and on peritoneal dialysis experienced a peritoneal dialysis catheter that became entrapped within the peritoneal cavity. The patient was admitted to the hospital on (B)(6) 2016 and found to have enterococus faecalis positive peritonitis and treated with antibiotics. The patient's nurse reported the patient's catheter was manipulated and flushed, however it had to be removed and the patient transitioned to hemodialysis with plans to return to peritoneal dialysis on an unknown date. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)